Event description:
It was reported that the patient experienced syncope. It was noted during interrogation that two episodes of pacing inhibition were observed due to the presence of noise with characteristics of electromagnetic origin on all channels and of high frequency. Programming changes were made. The physician requested a holter for the patient. The patient was subsequently asymptomatic and stable.

Manufacturer narrative:
Correction: section b5: the patient experienced "presyncope" not "syncope". A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The patient experienced "presyncope" not "syncope". The device was being monitored.